Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with lumbar degenerative disc disease, l4-l5 and l5-s1. Lumbar spondylosis, l4-l5 and l5-s1. Lumbar stenosis and underwent the following procedures: posterior approach for lumbar laminectomy at l4-l5 and l5-s1. Posterior segmental instrumentation with synthes pargea pedicle screws at l4, l5 and s1. A 360 degree fusion at l4-l5 and l5-s1 with interbody fusion using amedica ceramic spacer and bmp and posterolateral fusion using local autograft and bmp. Implantation of interbody biomechanical devices at l4-l5 and l5-s1. Repair of dural defect. As per op-notes,¿ attention was then turned to the laminectomy. An angled curette was used to dissect the plane between the l5 and s1 lamina. A 3mm kerrison punch was used to create a notch in the lamina of l5 on either side of the spinous process and an s1 drill but on high speed drill was used to create a cut in the lamina of the l5 and l4 bilaterally. The spinous process and lamina l4-l5 was removed as a single piece and used as local autograft. The decompression was then widened and a portion of the s1 superior articular process and lamina was removed with a 4mm kerrison punch.¿ the patient tolerated the procedure well without any intraoperative complications.